Manufacturer narrative:
The investigation confirmed that unexpected vitros amon results were obtained using a single level of vitros quality control fluid tested on a vitros 5600 integrated system. The most likely assignable cause of the unexpected vitros amon quality control results is an instrument related issue. The results of amon within-run precision testing demonstrated that the vitros system was not operating as expected. Following service actions which included cleaning the microslide incubator and replacing the microslide evaporation caps, acceptable vitros amon performance was observed.

Event description:
The investigation determined that lower than expected vitros amon results were obtained when processing a single level of vitros quality control fluid on a vitros 5600 integrated system. Vitros liquid performance verifier ii lot c5707 vitros amon results 161.0 and 168.6 umol/l versus expected result of 212.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).